Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and lead dislodgement. This lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.